Manufacturer narrative:
(B)(4). Date sent: 11/30/2023. D4: batch # unk. E1: the reporting individual only provided a first name and that they were a health professional. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)- unknown. What is the most current patient health status?- unknown.

Event description:
It was reported that during a laparoscopic apr procedure, while trying to resect the distal colon with stapler, the blade got stuck in mid way. The surgeon could not open the jaws even after manual override was tried. She had to cut the colon with a lap scissor on either sides. The surgery was delayed by 20m minutes and completed successfully. No further details were provided. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 1/29/2024. D4: batch # u5fc7d. Investigation summary  : the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the anvil and closure trigger in the close position with no apparent damage. However, the knife was noted as partially advanced causing the jaws not open as expected. The bailout lever was moved up and the override lever was activated one time, and then, the jaw could be opened by pressing the release button. A gst45g reload loaded on the device. The reload was received fully fired and with damage on the reload deck. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, upon further inspection, the firing trigger was noted missing. In order to verify the condition of the internal components, the device was disassembled, and the firing trigger and the spring firing trigger were noted missing. In addition, evidence of corrosion was noted on the components. No functional testing could be performed due to the returned condition of the device. No conclusion could be reached as to what may have caused this condition. One possible cause for this condition may be exposure of cleaning solutions. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number u5fc7d, and no non-conformances were identified.